Event description:
Report received from the "us" stating that the device "won't spin the bur with full power once the bur hits the bone." The event occurred during anterior cervical dissection. There were no injuries reported. There was no additional info provided.

Manufacturer narrative:
The device was received from anspach. The device was evaluated and it was found the cutter does not cut properly. This is most likely due to worn and damaged lock components from usage and wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).